Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had recurrent infections with ((B)(6)) bacteremia. The source of the infection was reported to be the pump pocket. Attempts at treating the infection with intravenous antibiotics and chronic suppression were unsuccessful. It was reported that the lvad was explanted and the patient was re-implanted with another manufacturer¿s pump to avoid a driveline tract and to minimize the pump pocket size. The patient has reportedly been doing well since the pump exchange.

Manufacturer narrative:
Approximate age of device - 3 years. The pump was explanted but was retained by the hospital and was not available for evaluation. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support with another manufacturer's device. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.